Manufacturer narrative:
(B)(4). Results: endoleak. Disease progression; neck dilatation. Conclusion: endoleak. Disease progression; neck dilatation.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented to the hospital with back pain. A CT scan discovered an enlarged sac with a proximal type I endoleak. The physician stated the likely cause of the event was from continued neck dilation. The physician implanted an endurant cuff resolving the endoleak. No clinical sequelae were reported and the patient is fine.